Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-nov-05 reporting that they were not receiving a lot of pain relief so they let the implantable neurostimulator (ins) die. The patient did not charge for a month or more. The patient did not work with their health care provider (hcp) about this and no actions were taken to get the ins working again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient told the MRI technician that the ins had not been working for the last couple of years (since 2017). No symptoms were reported. The hcp didn't have any further information, so follow up will be sent to the patient to obtain additional information. MRI guidelines were requested and reviewed with the hcp. No further complications were reported or anticipated.